Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -0.5/+4.5/085 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted due to excessive vaulting. The lens was exchanged for a shorter lens on (B)(6) 2017, and the problem was resolved.

Manufacturer narrative:
The lens was returned dry in a lens case/ vial. Visual inspection of the returned product found pieces of lens haptic broken and bent. There was evidence of clear surgical residue. (B)(4).